Manufacturer narrative:
The reported issue that the device had multiple unspecified error codes could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 13nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn: (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
It was reported that device had multiple unspecified error codes. Both inter-unit interface (iui) were replaced. Preventative maintenance (pm) was performed and passed all tests. Per customer, no further information will be provided.

Manufacturer narrative:
The reported issue that the device had multiple unspecified error codes could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 13nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
It was reported that device had multiple unspecified error codes. Both inter-unit interface (iui) were replaced. Preventative maintenance (pm) was performed and passed all tests. Per customer, no further information will be provided.